Event description:
Additional information received notes that the right ventricular lead was dislodged.

Manufacturer narrative:
The reported events were dislodgment, and a capture issue. A complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The reported event of a capturing issue was not confirmed. Electrical testing, visual analysis and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a follow-up post implant procedure. During interrogation, it was noted that the right ventricular (rv) lead exhibited fluctuating threshold readings. The rv lead was explanted and replaced. The patient was in stable condition.